Manufacturer narrative:
The device was evaluated with the customer's parts and accessories and it met vacuum and cycle specifications. The customer's alleged complaint related to low suction could not be confirmed.

Manufacturer narrative:
Troubleshooting was performed with the customer, including inspecting components/accessories for damage, cleaning and reassembling component/accessories and verifying breast shield fit. After troubleshooting, the customer indicated that the suction had slightly improved but was still low. A replacement breast pump was sent to the customer. Multiple attempts to follow up with the customer went unanswered. It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush were investigated under ir13-0003 and the root causes were identified as: (1) lack of education/training to mothers on breast feeding and breast milk pumping; (2) insufficient guidance on breast shield sizing to prevent nipple trauma; (3) insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and (4) no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. No corrective actions resulted as it was determined that detailed instructions are available and adequate in both printed and on-line formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast.

Event description:
On 08/10/2017, the customer alleged that the suction on her pump in style breast pump was low. She also stated that she and her baby have thrush, which was diagnosed on (B)(6) 2017 and treated with an antibiotic.